Event description:
A malfunction was reported on a pump by a customer, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The malfunction code was malf 12, ongoing for the last year and occurring frequently. The pump was replaced to resolve the issue, and the customer will use current pump or multiple daily injections (mdi) for insulin therapy until the replacement arrives.